Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate wall adapter. Customer¿s blood glucose level was 250 - 270 mg/dl.